Event description:
It was reported that during a procedure at the user facility the micro sagittal saw was continuously running without user activation. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported. Additionally, it was reported that during testing conducted at the manufacturer facility the micro sagittal saw was running while in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, internal corrosion was found throughout the device. The device was repaired and returned to the user facility.